Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and pulled back into the atrium. The rv lead sensed atrial activity during atrial tachycardia/atrial fibrillation (at/af) events and inappropriately shocked the patient several times. The rv lead had high threshold and was pacing at high output due to the dislodgement. It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) battery longevity went down. The rv lead was repositioned, connected to the same device, and the battery longevity went down again. The device was explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.